Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in his right eye. Four months postoperatively the patient reports experiencing constant pain in both eyes, but the pain is worse in the operative eye and is believed to be lens related. The patient has been diagnosed with dry eye syndrome. The device serial number, model, etc. Was not provided. Additional information has been requested.